Event description:
It was reported that the patient presented in hospital for lead extraction due to oversensing noise. The lead was laser extracted. The patient was in good condition following the procedure.